Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it was reported the surgeon believed the patient was ostoporotic and the failure was at cement bone interface. However, without the requested clinical documents we are unable to confirm the reported failure. Should any relevant clinical documents be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. Baseplate was removed with cement and bone adherence. Osteoporotic patient suspected.